Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a damaged downstream occlusion (dso) seal. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was received for investigation. The reported issue was confirmed during visual inspection, which confirmed the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device downstream occlusion seal was replaced, and the device passed all testing.